Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, it was reported that the device had disassembled. The implant had exposed the inner tubing, the fabric was adhered to the patients corpora and off of the inner tube and the top silicone layer had come off as well. This happened on both cylinders. The ipp was explanted and replaced. There were no patient complications reported.